Manufacturer narrative:
Aquacel/aquacel ag - surgical cover dressings; dressing, wound hydrophilic. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however to date no additional information has been received. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Two (2) potential manufacturing site numbers are listed below. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the aquacel surgical cover dressing is difficult to remove in approximately eighteen to twenty (18-20) patients and as a result the patients experience pain when removing the dressing. It was further stated that ¿they remove the dressing by pulling the dressing like you would taffy and then roll the remainder of the dressing off¿. The dressings were applied to knee and hip incisions. The dressing in place between three to seven days. No photo was provided.